Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. The customer stated that liquid cannot be stopped even after closing the clamp. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed if additional information is received.